Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data did show that the device did acquire the ECG via the electrode pads, however the device remained in "lead" view. This is not an indication of a device malfunction. The user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. Analysis of reports of this type has not identified an increase in trend.